Event description:
Boston scientific received info that during an elective non-invasive programmed stimulation (nips) testing (as induction testing was not unsuccessful at implant), the field rep noted they could not induce ventricular fibrillation (vf) with 50hz, so they ended up placing an external ep catheter to burst pace and ran into some interactions. They field rep was interrogating the device and had therapy turned on and when the physician went to induce the pt, using external stimulation, the device oversensed the induction and started to charge. The field rep aborted the charge but did not realize this would turn dif therapy off. The external induction did not induce vf so the physician induced again externally and was successful, however, the device was not marking any fast beats (for approximately 40 seconds) so they had externally shock to convert the pt. It was determined the device therapy had been turned off inadvertently by the field rep because of using the abort button on the programmer to try and avoid the device detecting the external stimulation that was being used for induction. Induction testing was attempted again and the device as able to detect and deliver therapy which successfully converted vf. Boston scientific tech services (ts) was contacted and discussed the process for how to deliver a less than max energy shock. Final resolution is that the physician believes that the device and electrode system are in an appropriate state to detect and convert ventricular arrhythmias for this pt. No further actions were taken or issues reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.